Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience a high blood glucose (bg) level of 580 mg/dl with trace ketones; cause was unknown. The customer administered a correction bolus via the pump and a manual injection to address bg. Recommendation made to consult with care provider to discuss diabetes management. Additionally, it was reported that the pump time was incorrect; cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.